Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. The patient's medical history included spinal cord injury. It was reported that the patient informed that they had high muscle tension before the operation, which improved after the operation, but they had pain in their back and spine. The patient was uncomfortable after surgery. The pain had worsened recently, and an x-ray was taken at the hospital. The doctor told the patient that the pump had turned over. The date of the event was unknown. Factors that may have led or contributed to the issue were unable to be provided at the time of the report. The patient was to go back to the hospital for treatment promptly. No surgical intervention occurred and no surgical intervention was planned. It was unknown if the issue was resolved as of 2024-oct-23. The device currently remained implanted and in-service. The patient's weight at the time of the event was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the surgery referred to the initial implantation procedure. It was unknown if any actions or interventions were performed. The cause of the pump having turned over could not be answered. It was unknown if the issue resolved. It was reported that pump had not been implanted.

Manufacturer narrative:
H6: the annex code e2311 was not previously indicated in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.